Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device worked well up to the lowering of the knot. The knot closed prematurely and without intention before reaching the vessel. Force was applied on the knot in an attempt to lower it then the suture broke. The proglide device was removed and replaced with a prostar device over the 035-inch wire, compressed for a few minutes and closed successfully. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the prostar device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic proglide instructions for use, indicates the use by symbol which is next to the expiration date. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 31-jan-2021 and the procedure date was reported as 05-mar-2021 which is approximately 5 weeks post expiration. In this case, it is unknown if the use after expiration contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the pre-close technique was started but due to the failure with the first proglide device, the pre-close technique was abandoned and a prostar device was used after the tavi procedure. No additional information was provided.